Event description:
(B)(4). The dentist reported 30 days after the dental implant was installed in intraoral region #19 it was verified its non osseointegration. A 20 ncm of primary stability was achieved and immediate load was not performed.